Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on resetting the pump, and after resetting, the malfunction code did not recur. The customer understood and was advised to call back if the issue happened again.